Event description:
It was reported to covidien in 2009, that a customer had an issue with dental needle. The customer reports the needle broke in the patient and was difficult to retrieve.

Manufacturer narrative:
Submit date: 01/12/2009. An investigation is currently underway. Upon completion, the results will be forwarded.